Event description:
2 patients were involved. New sterile packs arrived in the cath lab that contained a waste container (dug out) that was in a clear package but was not sterile. The cardiac cath team that worked this day were not aware of this being unsterile because there was no indication on the package that it was unsterile. A call was made to the medline rep and it was confirmed that these are not sterile. Patient received antibiotics during case for usual protocol. Attending physician, family, and cath lab leadership aware of incident. It is confirmed that the dug outs where placed on the sterile field would not have touched the pt. The two pt's involved are above. In the "pack": the only part that was not sterile was the waste container (dug out) that was in a clear package but was not sterile. There was an outer wrapping on these packs that were sealed requiring you to perforate the seal. Inside the first package was our usual sterile "pack" as well as this waste bucket (dug out) in a clear plastic sleeve. The packs themselves are sterile. The point of confusion was that these packs were wrapped in an outer package that was abnormal (the see-through blue plastic wrap noted above). The waste bucket (dug out) was in a plastic sleeve (not sealed) on the inside. We keep additional waste buckets that are sterile on the shelf in the event one is dropped or contaminated. These were put in place of the non-sterile ones that are in this production group after this discovery to do cases today. Product: medline product. Product number: dynj24145p lot number: 21lbx518. There was no indication stating that the waste bin was not sterile. Clinician spoke to our medline rep.